Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that during a procedure p-wave did not change despite pulling back the PICC by 5cm, and 3cg sherlock sensor highlighted everything yellow and signal was jumping around. No other information was provided.

Event description:
It was reported that during a procedure p-wave did not change despite pulling back the PICC by 5cm, and 3cg sherlock sensor highlighted everything yellow and signal was jumping around. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit is giving in accurate readings, especially the p wave was confirmed. The logs show the system was shut down incorrectly which can possibly cause file corruption. The root cause is misuse, use related.